Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 operating system: 17.6 hardware: iphone14.6 cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 700 mg/dl while wearing the pod. Symptoms reported include feeling lethargic and tired. The patient reports their continues glucose monitor readings had been showing consistently low so they had been treating the lows and their blood glucose level had rose to 700 mg/dl. The patient reports on the way to the hospital their pod had failed to adhere and come off the pod infusion site causing the cannula to become dislodged. Once at the hospital the patient was transferred to a children's hospital. The patient was treated with 2 bags of intravenous fluids as well as insulin. The patient was in the hospital for 2 days.